Manufacturer narrative:
E1) establishment name: (B)(6) hospital. The device was returned to olympus for evaluation of the reported issue. It was found that the air and water supply volume did not meet the standard value due to clogging of the nozzle. In addition to the foreign matter found in the nozzle, other evaluation findings are as follows: water tightness was lost due to a pinhole on the channel tube; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the adhesive on the bending section cover was chipped with a white clouded area; the water removal ability did not meet the standard value due to clogging of the nozzle; the adhesives around the objective lens and the light guide lens had white clouded areas; the plastic distal end cover was dented; the suction connector was deformed; the plastic distal end cover had a burn; and there were scratches on the connecting tube, switch#1, the image guide protector, and the protector of the universal cord on the control section side. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized with the oer-5-endoscope reprocessor before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material that remained in the device could not be specified. The event can be detected and prevented in accordance with the following IFU: the instruction manual gif-xz1200 describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-xz1200 reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the gastrointestinal videoscope had poor air delivery. This was found during inspecting for an unspecified procedure. The intended procedure was completed with no delay using another scope. There was no report of patient harm. The device was returned, evaluated, and foreign matter came out of the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.